Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. The reported patient effect of death, as listed in the coronary stent graft system, graftmaster rx instructions for use, is a known patient effect that may be associated with coronary stenting. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported during a procedure to treat a lesion in the proximal circumflex, a perforation occurred which required the use of a graftmaster stent. The 2.8 x 16 mm graftmaster stent was implanted; however, the perforation was not sealed. Next, the 3.5 x 16 mm graftmaster stent was implanted and the perforation was sealed. The patient died on an un-specified date due to disseminated intravascular coagulation (dic). It is unknown if the dic was re-existing or related to the perforation. No additional information was provided.